Manufacturer narrative:
Concomitant medical products: hospira 500ml ndc 0409-7983-03, lot 62-930-fw, exp 1 feb 2018; zosyn 50ml (piperacillin and tazobactam injection), therapy date: unk the concomitant products have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The suspect product was not received for investigation.

Event description:
The customer reported an infusion of zosyn started at 2119. The user was in the room when noticed a large puddle on the floor and dripping coming from inside channel on alaris pump. The infusion was paused and all connections checked which were all tightly secured. The leaking could not be exactly identified "appeared to be coming from inside channel on machine" presumably coming from the silicone segment.